Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Analysis did not confirm the reported clinical observation. Impact code appropriate term / code not available was used as no known patient impact.

Event description:
It was reported that the patient with this left ventricular (lv) lead had left arm swelling due to superior vena cava (svc) stenosis. A system extraction and stenting of the subclavian was then performed. Hence, this lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient with this left ventricular (lv) lead had left arm swelling due to superior vena cava (svc) stenosis. A system extraction and stenting of the subclavian was then performed. Hence, this lv lead was explanted. No additional adverse patient effects were reported.